Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump display screen was scratched. There is no indication that this issue caused or contributed to an adverse event. This report is made because of the allegation of the pump display issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/03/2013 with the following findings: the keypad was found to be torn. A portion of the keypad was missing, exposing the up arrow, down arrow and ok key contacts. During testing, all of the keypad buttons responded appropriately and were functional. There was evidence of contamination found under the contrast key contact. Evaluation revealed that the display screen was faded and discolored and the display lens was scratched. Unrelated to the display issue, evaluation revealed a cracked battery compartment. The battery cap was intact and able to maintain electrical connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.